Manufacturer narrative:
Device not returned. The information was learned through implant patient registry. Two requests were made to the health-care provider (via fax) for the device and additional information (on 10/15/2010 and 10/22/2010); however, no additional information was provided and no device was returned for evaluation. The device history record (DHR) review is currently in process.

Event description:
It was reported that the patient has expired. The date of patient's death and implant duration were not provided. It is unknown if the death was device related. No further details were reported.

Manufacturer narrative:
Additional manufacturer narrative:the device history record (DHR) review was completed and there was no nonconformance found related to this event.

Event description:
On (B)(6) 2010 the lay user/patient contacted lifescan to report the one touch ultralink meter was giving an unspecified error message. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6) 2010 at 3:00 am the patient was experiencing the symptoms of sweating and shaking. While symptomatic, the patient obtained an unspecified error message on the reported meter; she did not obtain a blood glucose reading. At 5:00 am the patient administered self-treatment with food and/or a drink; she did not seek any medical attention. The issue was not resolved with troubleshooting. The meter, test strips and control solution were replaced. The patient did not suffer an adverse event due to the reported meter. The patient's symptoms began prior to the meter issue and there was no delay in treatment. However, as the issue was not resolved, this complaint is being reported.